Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that the coil protrudes from the catheter's tip upon removal. A 10mm x 40cm interlock¿-35 was selected for use. During the procedure, the device was inserted into the patients' body. However, the coil was stuck when trying to advance the coil further. Upon removal, it was noted that the tip of the coil was protruding from the catheter's tip and the coil was unraveled. The procedure was completed with another of the same device. No patient complications were reported and the patients' status was fine.